Event description:
As reported to coloplast though not verified, patient was implanted with mesh (B)(6) 2011 and later experienced pain during sexual intercourse, she could feel the mesh along with husband as well as complications with bladder and kidney infections. Mesh was explanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.